Event description:
Complainant alleged that while attempting to treat a patient the device displayed "defib disabled", "pacer disabled", "system fault 36", and "system fault 37" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.